Event description:
It was reported that the lead was damaged during the explant procedure. From the information provided, it appeared that a fragment of the lead had been left in the patient. Additional information has been requested, but was not available as of the date of this report.

Event description:
In manufacturer's report # 3007566237-2012-01941. It was reported: "the lead was damaged during an explant procedure. During the surgical revision on the right lead/device, as the doctor pulled the lead, the lead sheared and the electrodes and insulation was left in the patient. The surgical revision was for the replacement of the battery, as the original was eos (end of service). The patient did not have any motor response on the left side of the body. The doctor ended up putting it on the right side of the body in a similar location to the electrodes in the body." Additional review indicated the information pertains to this manufacturer's report. Any additional info will be reported in this re port. Additional information was received that reported a new lead was placed, not near the remains of the explanted lead. The patient was "fine" and receiving good therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v399340. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). The initial MDR was filed as mfg. Report # 3007566237-2012-01941. Additional information received clarified that the correct manufacturing site was site #3004209178.

Manufacturer narrative:
(B)(4): this device is included in the educational brief discussing post-surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments.